Event description:
The following has been reported: in (B)(6) 2025, the upper part of the housing kit injectomat tiva was replaced. After less than a year, the green start button on the keyboard no longer works. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.